Event description:
It was reported that the sponge was adhered together in an unusable way on a connection shield. There was no patient involvement. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.